Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0mqmy, implanted: 2014 (B)(6); product type lead (B)(4) .

Event description:
The consumer reported a loss or change of therapy since a month ago. Symptom relief was "poor" overnight as the patient was up "every hour again". The patient felt stimulation in her "right groin," and sometimes it was "knotted up." All 4 programs were tested, but one of them didn't work as well. The patient reportedly had a lot of urinary infections, noting she was not sure if antibiotics worked for her anymore because she used them so often. Cause, diagnostics, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.